Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. Hence, the complaint is assessed to be not "judgable". Device history record (DHR): review of the device history records was unable to be performed because the lot number was reported as unknown. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: product: 4252535-02. Problem: "nurse went to remove hep lock as it was leaking and found that catheter was not intact. A section of catheter remained in the cephalic vein. Patient was taken to surgery on (B)(6) "216" for removal of 3cm in length and 1mm in diameter catheter piece." Spoke to risk management of the facility and she stated that it was a successful surgery. Xray and ultrasound determined the location of the catheter piece. Pt: (B)(6) year old male, (B)(6) kg, dob: (B)(6) 1950. Sample- available at facility but per facility policy it will not be released injury- yes. Pt needed surgical removal of catheter piece.